Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to helix became stuck midway through the procedure. Moreover, the helix could not be retracted even after it was rotated for more than 15 times, suddenly this ra lead protruded when rotation was performed after. This ra lead was replaced with the same model and never in service. No adverse patient effects were reported.